Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' aortic bioprosthesis was explanted at implant and replaced with another same model, smaller size edwards' valve. Through follow-up, operative report indicates the following, "the patient did have severe hypertrophy of the septum and initially it was utilized with the annulus to attempt to place a #25 carpentier-edwards magna thermafix pericardial valve. Upon weaning from cardiopulmonary bypass after its replacement, though, there was significant evidence of a tear in the septum itself with a perivalvular leak. For this reason, the valve was explanted, and the septum and annulus reconstructed with bovine pericardium and then a #23 carpentier-edwards magna thermafix pericardial valve was able to be seated utilizing the pericardium as a buttress". The surgeon indicated that the reason for explanting is patient related and not sue to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Via response from the healthcare provider, it was determined that this explant is not related to a device malfunction. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event.